Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before reaching the rated burst pressure. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.